Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a moderately tortuous right common femoral artery was attempted using a perclose proglide device. Reportedly, as the device was being inserted over the guide wire resistance was met. The device was removed revealing a large bend in the sheath, but remained intact. A second proglide device was attempted but with the same results. A non-abbott device was attempted but kinked. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.